Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 95% to 5% while connected to a power source. In addition, the pump could not be charged despite the attempt of multiple wall adapters. The customer¿s blood glucose level was 221 (mg/dl). Reportedly the customer would contact their healthcare provider to obtain alternate insulin therapy. Follow up with the customer confirmed the customer obtained alternate insulin therapy.